Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 40 mg/dl with unsteadiness when standing and walking, cognitive impairment and shakiness. The patient stated that their basal rates were too high, but there was not a problem with the pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.